Event description:
On (B)(6) 2022, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that patient experienced severe abdominal pain on the day of the initial tube placement and went to the emergency room. The patient was admitted into the hospital for peritonitis, leakage, and free gas in the abdomen and was treated with unknown IV antibiotics. It was reported that the patient underwent surgery for the placement of a lumen cuffed gastrostomy for wound healing, and the peg tube was removed. According to physician, the triangular plate must have moved several times at the slightest movement/cough as the peg has been moist from wound secretions that came from the stoma. On an unknown date, it was reported that the patient "has a drain and infection" and c reactive protein was 80. It was reported that the patient remained hospitalized. On an unknown date, it was reported that the patient is still being administered unknown antibiotics. The patient has diarrhea and has a feeding tube that goes to the small intestine. It was reported that the patient remained hospitalized.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Code of 4581 was chosen to capture the event of the pneumoperitoneum.peritonitis and pneumoperitoneum are known complications of a peg- j tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.